Event description:
It was initially reported that the physician was having trouble with his programming system not working. It was initially through to be the wand but once the wand was replaced, it was determined to be an issue with the usb cord to the tablet. The usb cord was returned to the manufacturer for evaluation. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Sem analysis of the wire strands identified that a stress-induced fracture had occurred. Once the wire was soldered onto the serial cable pcb, not further anomalies were identified. Review of manufacturing records confirmed there were no unresolved non conformances found with the tablet.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.